Manufacturer narrative:
The following was returned by the customer for complaint investigation: -one used list #01c-a1000, nanoclave¿ connector connected to one unknown, y-connector extension set w/ catheter. As received, an unknown solution residuals was observed inside the returned sample. No physical damage or anomalies were observed on the items. The sample was primed, checking each port, and no flow restriction or occlusion were confirmed, and no foreign matter was found. The customer's complaint could not be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Phone number: (B)(6).

Event description:
The complaint/event involved a nanoclave¿ connector. The following was reported by the customer: on the third day of infusion, the nurse first exhaled and found that the pipeline was blocked. Replaced the infusion joint and indwelling needle. Then the blockage was vented, and a foreign body was found on the tip of the indwelling needle, which was suspected to be silica gel debris. The issue was not detected prior to direct patient use. The event occurred during priming and the length of time the device(s) in use was 48 hours. There was no serious injury, harm or death, no blood loss, no unprotected chemo exposure, no adverse operator consequences, no delay in critical therapy and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. Further information from the customer was received. The customer provided the decontamination record of this complaint that started at 15:00 and ended at 17:00 that was performed on (B)(6) 2024.